Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and fever. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as diagnosis. The patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported) and amikacin (dose, route, frequency and duration not reported). The patient was discharged six days after admission. It was reported the patient was recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.